Event description:
The device displayed connect cable and could not be used in defibrillation mode of operation as a result. An AED was immediately made available and used to continue pt treatment. The pt was resuscitated.